Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data highlighted the display of a black bar on the egm strips at the end of the ventricular threshold test: the black bar on the egm strip appears when the egm freezes (when the test is stopped). The egm strips are replaced by a black bar and/or strange display of egm. The data displayed on the marker chain are correct and the test needs to be re-started to see the egm corresponding to the markers. The pacemaker under in-clinic follow-up was the device teo dr sn (B)(6). The root cause is not known. This issue is corrected in the alizea/borea/celea programmer modules. It hasn¿t been corrected for the reply/kora/eno programmer modules. No general malfunction is suspected on the programmer. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on a tablet with sw version 3.14, during threshold test on a teo device, a black bar appeared on the ECG. The ECG is distorted and threshold measurement need to be restarted.

Event description:
Reportedly, on a tablet with sw version 3.14, during threshold test on a teo device, a black bar appeared on the ECG. The ECG is distorted and threshold measurement need to be restarted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.